Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was blood leakage in the fibers at the effluent side of the hemoconcentrator. The surgical procedure was completed successfully. There was a minimal amount of blood loss that could not be quantified during a pediatric case. There was no delay nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.